Event description:
It was reported that the anesthesia system generated alarms for high pressure and a technical error code, indicating a pressure sensor issue. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our company field service engineer. The reported issues were not reproduced. Parts such as one way valves and silicone gaskets in the patient cassette that may have caused or contributed the pressure issue and the leakages were replaced precautionary . The system was successfully tested and cleared for clinical use. The replaced parts have not been returned for investigation. The device logs were saved and was sent for evaluation. An evaluation of the received logs confirms the reported technical error and also the clinical alarms suggesting that there were issues with ventilation the patient. The conclusion is that the replaced parts may have contributed to the experienced issues but since the replaced parts have not been returned for investigation the cause of the reported issues have not been able to determine.

Event description:
Manufacturer's reference number: (B)(4).